Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "b)(6) 2024, the balloon was delivered along the guidewire and halfway in, it would not be delivered. Replaced a guidewire to re-operate, the balloon still cannot be sent. Later, iab-06830-u was disassembled again, and the tube placement went smoothly and the counterpulsation was normal. Later, the engineer came to the scene and realized that there was nothing wrong with the operation process, and the flushing of the tube before placement was smooth, and the balloon could be opened with a syringe later, so it was most likely that the problem was with the central lumen of the balloon in this set". Another device was used successfully in the same access site. There was no reported patient harm or consequence, and they were reported as fine post the procedure.

Event description:
It was reported that, "on (B)(6) 2024, the balloon was delivered along the guidewire and halfway in, it would not be delivered. Replaced a guidewire to re-operate, the balloon still cannot be sent. Later, iab-06830-u was disassembled again, and the tube placement went smoothly and the counterpulsation was normal. Later, the engineer came to the scene and realized that there was nothing wrong with the operation process, and the flushing of the tube before placement was smooth, and the balloon could be opened with a syringe later, so it was most likely that the problem was with the central lumen of the balloon in this set". Another device was used successfully in the same access site. There was no reported patient harm or consequence, and they were reported as fine post the procedure.

Manufacturer narrative:
Qn#(B)(4). The reported lot number matches the lot number of the returned sample. Returned for investigation was a 30 cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a black bag. Returned with the sample was two (2) 0.025 in guidewires, the long and short arterial pressure tubing, the supplied datascope driveline tubing, two (2) supplied 30 cc driveline tubing and a teflon sheath with a dilator inserted. Upon return, the guidewires were noted bent in various locations. Upon return, the stylet was noted inserted within the iabc central lumen. The one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen was noted broken within the flex-tip assembly area at approximately 5.7 cm from the iabc distal tip. A bend to the iabc central lumen was noted at approximately 23.5 cm from the distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The photo (pic1) shows the iabc lot number, which is consistent with the returned sample. The photo (pic2) shows the iabc loosely packed in the original packaging box. The bladder thickness was measured at six points with measurements ranging from 0.0058 in-0.0065 in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60 cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation, indicating a crossover leak between the iabc helium pathway and iabc central lumen. The iabc was leak test-ed in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip. The leak from the iabc distal tip is consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip blocked off; no other leaks were detected. A lab inventory 0.025 in guidewire was back loaded through the iabc distal tip. The guidewire met resistance and could not advance at approximately 23.5 cm from the iabc distal tip, which is the location of the previously noted bend. Some blood and debris were noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 50.1cm from the iabc luer, which is the location of the previously noted bend. No blood or debris was noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "problem was with the central lumen of the balloon" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken within the iabc flextip assembly area. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the complaint is un-determined. A corrective and preventive action (CAPA) has been initiated to further investigate the issue.